Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of recurrent ventral incisional hernia. The patient experienced multiple surgical revisions, pain, bowel obstruction and recurrence. Past medical history: significant for copd, benign prostatic hypertrophy, alcohol abuse, chronic low back pain.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of ventral incisional hernia. It was reported that after the implant, the patient experienced pain, bowel obstruction, adhesions, leukocytosis, recurrence, distention, nausea, vomiting, gangrene. Post-operative patient treatment included revision surgery, exploratory laparotomy, small bowel resection, and excision of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of ventral incisional hernia. It was reported that after the implant, the patient experienced pain, bowel obstruction, adhesions, and recurrence. Post-operative patient treatment included revision surgery, exploratory laparotomy, small bowel resection, and excision of mesh.